Event description:
It was reported that the high capture threshold and low sensing was observed on the right atrial (ra) lead during the implant procedure. The physician suspected the electrical anomalies were related to the patient's anatomy. Following completion of the implant procedure, an x-ray revealed ra lead dislodgement. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with helix found retracted and clogged with blood and tissue. After cleaning and cutting the lead, the helix could be successfully extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured to be within required performance specification. The reported events of high capture threshold and low sensing were not confirmed. Electrical testing was performed and revealed no indication of conductor fractures. Additionally, a visual inspection of the lead revealed no anomalies except for damages consistent with procedural damage.